Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately displayed a "change batteries" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.